Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine (unknown concentration at 6 mg/day) and morphine ( unknown concentration at 3 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the pump was refilled about a week ago and the patient was given a personal therapy manager (ptm) to use. The caller stated that for the last 2 days whenever he uses the ptm the left side of his body from his ear down to his feet go numb for about 2 hours. It was noted that he thought there was a leak. No further complications have been reported as a result of this event.